Manufacturer narrative:
No product was returned for evaluation. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that non-tandem infusion set cannulas were intermittently leaking resulting in elevated blood glucose (bg) levels and low bgs; bg values were not provided. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.